Manufacturer narrative:
The tube was discarded and therefore unavailable for failure investigation. No analysis or conclusions can be drawn without the device. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted. A mfg CAPA is already in place to address cuff leaks. The MFR dfu states under: warning/precautions (cuff-related): various bony anatomical structures (e.g., teeth, turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during insertion which would create the need to subject the pt to the trauma of extubation and re-intubation. If the cuff is damaged, the tube should not be used.

Event description:
It was reported that shortly after insertion, the hilo evac endotracheal tube developed a leak and the pt was re-intubated. It was reported that the cuff was checked by inflating with air prior to insertion. It was reported that the pressure in the cuff was verified with a manometer and placement was verified with x-ray. It was reported that the tube was discarded.